Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller was prepping for a case and upon interrogating ins with tablet, they received validation error 00 01 bb and was able to hit continue but was unable to start usage and upon closing out of the app, received a system error (unknown code). Caller re-downloaded vanta app and then attempted interrogation again - they received same validation error but then were able to enter session and start usage without issue. Tss had caller exit session and re-interrogate ins and they were able to enter session without encountering any validation or system error. The troubleshooting steps that were taken on the call resolved the issue.